Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays confirms implant disassociation of the constrained liner designed to capture the head in the liner. A search of the complaints databases identified no other reports against the provided product and lot code combinations. The search and/or review of device history records was not possible against the liner and femoral head as the device product/lot code combinations were not provided. The investigation can draw no conclusions regarding the event with the information made available. Based on the inability to determine root cause the need for corrective action has not been indicated. Monitor via sep-419 post market. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)

Event description:
The patient was revised because of dislocation.